Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and genital haemorrhage ('gen. Abnorm. Bleed') in a 27-year-old female patient who had essure (batch no. 628443, 632024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included candida vaginal, bronchitis and yeast infection. Concurrent conditions included bacterial vaginosis, cervicitis, gonorrhea, trichomonal vaginitis, sexually transmitted disease, chlamydial cervicitis, abdominal pain, dysuria, hematuria, urinary tract infection, pharyngitis, headache, nausea, depression, irregular menstruation, pelvic discomfort, asthma, hypertension, metrorrhagia, uterine fibroids, sore throat, sinus infection and adenomyosis. Concomitant products included paracetamol (tylenol) from 2014 to 2016. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), hypertension ("blood/heart disorder: high blood pressure"), vaginal discharge ("bladder/urinary problems: vaginal discharge/foul smelling") with vaginal odour, vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal cyst ("cyst on top of vagina"), vulvovaginal mycotic infection ("yeast infection"), vaginal disorder ("vaginosis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), abdominal pain lower ("lower stomach pain"), abdominal pain upper ("stomach pain") and dyspareunia ("intercourse"). The patient was treated with amlodipine, docusate sodium, losartan, metoprolol, naproxen, oxycodone, paracetamol (acetaminophen), salbutamol (albuterol) and surgery (ablation and hyst. (Full)- hysterectomy full, salping. (Bilateral)- salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, genital haemorrhage, female sexual dysfunction, hypertension, vaginal infection, vaginal cyst, vulvovaginal mycotic infection, vaginal disorder, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown, the vaginal discharge was resolving and the abdominal pain upper and dyspareunia had resolved. The reporter considered abdominal pain lower, abdominal pain upper, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hypertension, menorrhagia, vaginal cyst, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2009 initially, but in current pfs (B)(6) 2009 was given. She received treatment for dysmenorrhea, apareunia, genital bleeding, blood/heart disorder, vaginal discharge, vaginal infection. Discrepancy noted that essure insertion date and essure confirmation test(s) conducted on same day ((B)(6) 2009). 1.5 coils noted-left tubal ostia,4.5 coils-right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test(s) conducted, unspecified(unknown). Pregnancy test on (B)(6) 2011: negative.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: vaginal discharge, vulvovaginal mycotic infection, dysmenorrhea, menorrhagia, dyspareunia and vaginal haemorrhage. Lot number: 628443, manufacture date: 2008-12, expiration date: 2011-12. Lot number: 632024, manufacture date: 2009-03, expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and genital haemorrhage ('gen. Abnorm. Bleed') in a 27-year-old female patient who had essure (batch no. 628443, 632024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included candida vaginal, bronchitis and yeast infection. Concurrent conditions included bacterial vaginosis, cervicitis, gonorrhea, trichomonal vaginitis, sexually transmitted disease, chlamydial cervicitis, abdominal pain, dysuria, hematuria, urinary tract infection, pharyngitis, headache, nausea, depression, irregular menstruation, pelvic discomfort, asthma, hypertension, metrorrhagia, uterine fibroids, sore throat, sinus infection and adenomyosis. Concomitant products included paracetamol (tylenol) from 2014 to 2016. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), hypertension ("blood/heart disorder: high blood pressure"), vaginal discharge ("bladder/urinary problems: vaginal discharge/foul smelling") with vaginal odour, vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal cyst ("cyst on top of vagina"), vulvovaginal mycotic infection ("yeast infection"), vaginal disorder ("vaginosis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), abdominal pain lower ("lower stomach pain"), abdominal pain upper ("stomach pain") and dyspareunia ("intercourse"). The patient was treated with amlodipine, docusate sodium, losartan, metoprolol, naproxen, oxycodone, paracetamol (acetaminophen), salbutamol (albuterol) and surgery (ablation and hyst. (Full)- hysterectomy full, salping. (Bilateral)- salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, genital haemorrhage, female sexual dysfunction, hypertension, vaginal infection, vaginal cyst, vulvovaginal mycotic infection, vaginal disorder, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown, the vaginal discharge was resolving and the abdominal pain upper and dyspareunia had resolved. The reporter considered abdominal pain lower, abdominal pain upper, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hypertension, menorrhagia, vaginal cyst, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2009 initially, but in current pfs (B)(6) 2009 was given. She received treatment for dysmenorrhea, apareunia, genital bleeding, blood/heart disorder, vaginal discharge, vaginal infection discrepancy noted that essure insertion date and essure confirmation test(s) conducted on same day ((B)(6) 2009) 1.5 coils noted-left tubal ostia,4.5 coils-right tubal ostia diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) conducted, unspecified(unknown). Pregnancy test - on (B)(6) 2011: negative. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: vaginal discharge, vulvovaginal mycotic infection, dysmenorrhea, menorrhagia, dyspareunia and vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs and medical record received. Essure lot number added. Events added: cyst on top of vagina, yeast infection, vaginosis, abnormal bleeding (vaginal), menorrhagia, lower stomach pain, stomach pain and intercourse. Event clubbed and pt term updated: blood/heart disorder: high blood pressure and bladder/urinary problems: vaginal discharge/foul smelling. Event deleted: heart disorder. Medical history, lab data, reporters, treatment and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and genital haemorrhage ('gen. Abnorm. Bleed') in a 27-year-old female patient who had essure (batch no. 628443, 632024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included candida vaginal, bronchitis and yeast infection. Concurrent conditions included bacterial vaginosis, cervicitis, gonorrhea, trichomonal vaginitis, sexually transmitted disease, chlamydial cervicitis, abdominal pain, dysuria, hematuria, urinary tract infection, pharyngitis, headache, nausea, depression, irregular menstruation, pelvic discomfort, asthma, hypertension, metrorrhagia, uterine fibroids, sore throat, sinus infection and adenomyosis. Concomitant products included paracetamol (tylenol) from 2014 to 2016. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), hypertension ("blood/heart disorder: high blood pressure"), vaginal discharge ("bladder/urinary problems: vaginal discharge/foul smelling") with vaginal odour, vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal cyst ("cyst on top of vagina"), vulvovaginal mycotic infection ("yeast infection"), vaginal disorder ("vaginosis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), abdominal pain lower ("lower stomach pain"), abdominal pain upper ("stomach pain") and dyspareunia ("intercourse"). The patient was treated with amlodipine, docusate sodium, losartan, metoprolol, naproxen, oxycodone, paracetamol (acetaminophen), salbutamol (albuterol) and surgery (ablation and hyst. (Full)- hysterectomy full, salping. (Bilateral)- salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, genital haemorrhage, female sexual dysfunction, hypertension, vaginal infection, vaginal cyst, vulvovaginal mycotic infection, vaginal disorder, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown, the vaginal discharge was resolving and the abdominal pain upper and dyspareunia had resolved. The reporter considered abdominal pain lower, abdominal pain upper, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hypertension, menorrhagia, vaginal cyst, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2009 initially, but in current pfs (B)(6) 2009 was given. She received treatment for dysmenorrhea, apareunia, genital bleeding, blood/heart disorder, vaginal discharge, vaginal infection discrepancy noted that essure insertion date and essure confirmation test(s) conducted on same day ((B)(6) 2009) 1.5 coils noted-left tubal ostia,4.5 coils-right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) conducted, unspecified(unknown). Pregnancy test - on (B)(6) 2011: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: vaginal discharge, vulvovaginal mycotic infection, dysmenorrhea, menorrhagia, dyspareunia and vaginal haemorrhage". Lot number: 628443. Manufacture date: 2008-12. Expiration date: 2011-12. Lot number: 632024. Manufacture date: 2009-03. Expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events¿ the plaintiff did not undergo an essure confirmation test was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and genital haemorrhage ('gen. Abnormal. Bleed') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), vaginal discharge ("bladder/urinary problems: vaginal discharge, vaginal infection") and vaginal infection ("bladder/urinary problems: vaginal discharge, vaginal infection"). The patient was treated with surgery (hyst. (Full)- hysterectomy full, salping. (Bilateral)- salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, genital haemorrhage, female sexual dysfunction, blood disorder, cardiac disorder, vaginal discharge and vaginal infection outcome was unknown. The reporter considered blood disorder, cardiac disorder, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2009 initially, but in current pfs (B)(6) 2009 was given. She received treatment for dysmenorrhea, apareunia, genital bleeding, blood/heart disorder, vaginal discharge, vaginal infection discrepancy noted that essure insertion date and essure confirmation test(s) conducted on same day ((B)(6) 2009) . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) conducted, unspecified(unknown). Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: case became incident. Injury nos was replaced with new events dysmenorrhea, apareunia, general abnormal bleed, blood/heart disorder, vaginal discharge, vaginal infection. Date of removal, reporters and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.